Event description:
Event description guidant received information that the lead safety switch had been triggered on this pacemaker due to out of range impedance measurements of this atrial lead. Today, acceptable measurements were noted in bipolar and unipolar configuration. Noise was also noted which resulted in several atr stored episodes.